Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The endoscope was tested on a camera attenuation tester to measure transmittance and failed functional testing. The failure was due to the measured output power not meeting specification limits. A visual inspection revealed cosmetic damage. The cable integrated connector housing exhibited discoloration. The endoscope cable was found deformed, with a minor cut in the insulation located at zone c near the endoscope housing. The button pack assembly showed damage, with visual inspection confirming a hairline crack on the lamp button and another hairline crack on the bezel. A visual inspection identified attached endoscope adapter (aea) delrin degradation. The endoscope cable exhibited a defect at zone c near the housing. When connected to the internal system with illumination powered on, visible light was observed shining through the cable insulation jacket. The endoscope was tested on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis.the probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the 30-degree endoscope plus's image was flipping at random times. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.